Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va08t0n, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient¿s previous implant was replaced because it never worked for them, meaning it never helped their overactive bladder symptoms. It was later reported the patient had a burning or stinging sensation that happened infrequently. The patient felt the burning sensation was definitely related to their implant and the burning sensation was in their vagina area and it occurred intermittently. The patient stated that for example, it may happen one time for a couple days and then it might not in the morning and then a week later. The patient stated ¿you just never know¿ and this had been occurring off and on since implant. It was reported the patient sometimes would get bladder infections and when they got ¿full blown¿ bladder infections they made the patient ill because it hurt so badly. It was noted that the patient had bladder infections since even prior to having their implant and some since being implanted but they didn¿t know the exact dates. The patient had bladder infections off and on since their initial implant. If additional information is received, a follow-up report will be sent.